Manufacturer narrative:
Additional information was discovered in the engineering investigation that covered the condition of a missing wiper gasket from the valve housing. The root cause was related to operator error. The operator did not perform the correct component assembly and visual inspection. Personnel acknowledgement was performed.

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis-typed introducer with 1 dilator, 1 needle, 1 scalpel, 1 guide wire, 1 contamination shield, 1 stopcock, 2 caps and 1 sharps receptacle. As received, the sheath body was found to have a bulge from 3cm to 5cm proximal of the sheath tip and the bulge location had been marked with blue ink. The wiper gasket was found to be missing from the valve housing. Resistance was felt when removing the dilator from the introducer. Further examination found the wiper gasket was stuck in the sheath body. The dilator was hard to insert when the wiper gasket occluded the lumen. The bulge was formed when forcing the dilator through the occluded sheath body. The wiper gasket was deformed and the duckbill valve was found to be undamaged. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "resistance in the middle part of the introducer¿s inner lumen, it was stiff and convex" was confirmed. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the wiper gasket was missing from the valve housing of the introducer and was inside the introducer sheath, which has the potential to embolize into the patient. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, when inserting the dilator into the introducer, there was resistance in the middle part of the introducer¿s inner lumen, it was stiff and convex. No patient involvement.